Event description:
A cartridge alarm was reported by the caller, and it did not adversely impact the customer's blood glucose level. The customer will continue to use the current pump until a replacement pump with updated software is received. Tandem technical support instructed the customer to return the problematic pump within 10 days using a provided return box and pre-paid label to avoid charges and provided guidance on placing the pump in storage mode. Additionally, the customer was advised on programming the replacement pump settings and connecting their cgm to it.